Event description:
It was reported that the customer was receiving no delivery alarms when delivering a bolus. The customer's blood glucose was 425 mg/dl. The customer treated himself with insulin pump therapy. Troubleshooting was done. The customer performed a fixed 5 unit prime. The customer stated that the insulin did exit and that the insulin pump alarmed no delivery. Advised customer to assemble a new infusion set and reservoir. The customer performed a manual prime successfully, and insulin did exit. Advised that the insulin pump was working as designed. Explained that the alarm was caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
One opened/used reservoir was inspected and no anomalies were noted. Occlusion test was performed and it was determined the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.